Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with harmonyca¿ with lidocaine, juvéderm® ultra¿ xc, juvéderm® volift¿ with lidocaine, juvéderm® voluma¿ with lidocaine, and juvéderm® volbella¿ with lidocaine. Nine months post-injection, patient presented with cellulitis in the left subpalpebral region, hcp noted they understood the event as "etip". Hcp treated the patient with 3 rounds of hyaluronidase to the left lower eyelid. Patient later reported edema in the right lower eyelid. Patient visited the ER where an ultrasound of the paranasal sinuses was performed with findings compatible with "granuloma", but blood tests with negative infectious markers. Upon examination, patient presents with "discreet right subpalpebral edema". Patient also complains of "melted face" sensation. Hcp prescribed the patient with 30 days of alektos for immunological control and a 5-day course of prednisone 20 mg. Symptoms are ongoing. This relates to juvéderm® voluma¿ with lidocaine.